Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery and motor error alarms. The customer's blood glucose level at the time of incident was 190mg/dl. Troubleshoot was conducted. The customer was advised that the infusion sets would need to be returned for analysis, and would be replaced.